Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported charging the implant (ins) from 50% to 100% in about 2 and a half hours and stated that the charging speed was set to 4, with recharge quality not recalled. Agent provided education on use of the recharger application to monitor charging. Agent instructed pt to monitor the issue and call back if the issue persists.  Due to the nature of the call, agent was not able to grab the wr sn. A replacement wireless recharger belt was sent out. No symptoms were reported. Patient called back reporting they did not receive the belt from manufacturer. Agent reviewed fedex website shows package delivered on thursday, (B)(6) 2026 at 11:31 am. Patient will have their husband check again for the package and reach back out if they cannot locate it. Pt called back and said and mentioned that the implant is put in crooked so its hard to find the spot. Pt called back and said and mentioned that the implant is put in crooked so its hard to find the spot so they need the belt but says the package was not found. A replacement beltwas sent out. Patient's representative called back re questing a larger-sized belt. Caller stated that charging was really difficult when using the large belt. Caller also stated they received the smaller belt, but it was too smallâ¿¿like it was meant for a child.caller stated they currently have the fp9000l (large)= 102-135cm (40-53in) which was too large, and the fp9000s (small)= 66-84cm (26-33in) which was too small. Caller is requesting the fp9000m (med)= 80-107cm (31-42in). A request was sent to the repair department to replace the recharging belt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.